Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated, however, the physician had difficulty advancing the balloon, unknown type and size. The physician then attempted to place a taxus express2 drug eluting stent, unknown size, to the heavily calcified, very tortuous, ostial circumflex (cx) artery, but the "taxus stent came off the balloon catheter and was left in the vessel." The physician was able to inflate the dislodged stent in the cx, but not at the target site. The patient was then taken for coronary artery bypass grafting (CABG) to treat the target lesion. The facility has declined to provide additional information regarding this event.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.